Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a esophagogastroduodenoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, a biopsy was taken and they were unable to remove the device from the scope because the clevis arms were bent, and the jaws were locked shut. They removed the device and scope in tandem from the patient. A wire cutter was used to cut the biopsy forceps, and the forceps were removed from the scope. They used a second of the same device to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient weight is unknown. The device has not been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).